Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 4.1 and 4.2 failed, with all pockets not detected on the bus. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did locate one (1) similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-02-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 4.1 and 4.2 were not detected on the bus, with one pocket showing a read/write failure. The field service engineer (fse) used the hardware test application to remove as many cubie pockets as possible and shut down the device. The engineer then reseated the cables for drawer 4 in the auxiliary cabinet and manually removed the remaining cubies from drawers 4.1 and 4.2. All trays were removed and cleaned, with only minimal debris found. The row board connections for both drawers were reseated, along with all cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.